Event description:
Customer reported patient woke up at start of case, prior to surgery. There was no reported patient injury. Investigation/conclusion: the equipment was checked out by a ge service rep. Initial inspection of the machine revealed a luer cap had lodged on the left end of the vaporizer manifold in a cutout on the housing for the flowmeters. Customer reportedly turned the vaporizer on, and the vaporizer rods pushed the vaporizer up off the seat, creating a leak condition. Once the luer cap was removed, the equipment was found to function within manufacturer's specs. A preoperative check of the equipment, such as the FDA checklist and that which is contained in the vaporizer and anesthesia machine user reference manuals, will pick up such a leak condition.